Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target was located in the mildly tortuous and severely calcified left main coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at rated burst pressure (rbp) within 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.